Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported by the customer that the device had an illuminated service indication and had multiple event codes logged in memory. There were no reports of pt use associated with the reported event. Upon initial eval by physio-control, it was also observed that before re-installing the software, the device would reset and it would only display a white screen. The observed problem is indicative of a device lock-up failure.